Event description:
The patient had an episode of severe chest pain approximately six and one-half (6 1/2) months after the index procedure, which requyired hospitalizatin. The patient was reported to have a blood pressure of 110/60 mm of mercury (hg). The patient then suffered a drop in systolic blood pressure of 90 mm of hg, which required pharmacological support with dopamine. The patient was also found to have symptoms of premature ventricular contractions (pvc's), st segment elevation, and right bundle branch block (rbbb). The patient received thrombolytic therapy with the administration of monteplase 800,000 units intavenously (IV) three (3) hours after onset of symptoms (chest pain). The patient then proceeded on to emergency coronary angiography. Coronary angiography failed to demonstrate any restenonis or thrombosis of the implanted cypher stent. The physician diagnosed the event as a thrombotic event with reflow of the affected vessel.